Event description:
The customer states that platelet backgrounds were out of specification when using a cell-dyn 3200 cs analyzer. The customer noticed that rbc and plt parameter results were increased and the mcv results were decreased. The customer was not reporting out results due to this issue. No impact to patient management was reported. Field service was dispatched to the customer site.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.